Manufacturer narrative:
Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with two 325cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (right grade: IV, left grade: iii) and rupture postoperatively. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with two 320cc mentor memorygel breast implant prostheses (catalog #: 3507320mc, left serial#: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The patient has fully recovered after the revision surgery. The implants were grossly ruptured and were discarded upon explantation. Therefore, the devices are not available for evaluation. This report is for the right-sided prosthesis.